Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a sys diagnostic test performed during an office visit resulted in high lead impedance. Good faith attempts for add'l info have been unsuccessful to date.